Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, moderate calcification and 95% stenosis. After implanting the taxus stent, the voyager nc was delivered for the post-dilation; however, it ruptured at the first inflation at 12 atm. No effects to the pt were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation-product performance engineering has reviewed incident. Balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. It is possible that the balloon material was damaged during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon a first inflation during the procedure. A definitive cause for the reported balloon rupture cannot be determined, however, there is no indication of a product quality deficiency.